Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad trace. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose readings at the time of the call were 303 mg/dl and have treated with an injection. No further information reported.